Manufacturer narrative:
On september 29, 2021, novocure received additional information. The spouse reported that the surgical incision on the patient's scalp had reopened. It was noted that the transducer arrays had been placed to avoid the surgical incision site. Per the prescribing physician, on an unspecified date in(B)(6) 2021, the patient presented to outpatient for removal of three subcutaneous sutures that had "burrowed" in the thinning skin on the scalp. The prescriber stated that this was a normal occurrence with wound revision, with no cause for concern.

Manufacturer narrative:
On november 02, 2021, novocure received additional information. The patient experienced pain on the scalp and the surgical resection incision re-opened. Optune therapy was temporarily discontinued. On november 12, 2021, the prescribing physician reported that approximately two weeks prior during a follow-up wound check visit, no medical event occurred and the surgical incision did not re-open. Prescriber added that the patient was seen for regular check-ups and wound monitoring.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6)-year-old female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2018, as part of the nis "ttfields in (B)(6) in routine clinical care." On (B)(6) 2021, the patient's spouse reported that the patient had an infected open wound on her head that was present before optune that required surgical closure. Per hospital summary, on (B)(6) 2021, patient was admitted to the hospital due to a wound healing disorder in the previous surgical resection area with a wound dehiscence (last surgical resection, (B)(6) 2018). The wound was red and secreted fluid. Patient denied headaches, fever and infection parameters were normal. A head CT scan demonstrated no new pathological developments however; there was evidence of light necrosis by the skull in the right frontal region. On (B)(6) 2021, the patient underwent wound revision surgery with wound debridement of right frontal area without complications. An intraoperative lab culture determined the infection to be staphylococcus epidermidis and the patient was started on intravenous antibiotics (flucloxacillin). The surgical site remained dry and free of irritation throughout the hospital stay. On (B)(6) 2021, the patient was discharged home on oral cephalexin one gram daily. Per the prescribing physician, a connection between optune therapy and the wound breakdown cannot be excluded. Prescriber noted that the patient did not have any particular risk factors for a wound breakdown or infection. In addition, the patient had been on optune therapy for several years, therefore, the reason for the scar/skin breakdown is unclear.